Manufacturer narrative:
G4:23dec2020. B4:29dec2020 . The customer returned sensor board was tested and no failures were identified. The high internal o2 alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported an internal oxygen alarm. It was reported that the alarm was audible and visible on the screen. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ran the unit for 0.5 hours at 100% oxygen. It was noted that the unit cycles normally without alarming. The fse noted an error associated with the reported issue in the devices logs. The device was in clinical use at the time the reported issue was discovered. It was reported that the patient was transferred to a different ventilator as a result of this event. No additional medical intervention was reported. There was no patient or user harm reported. The fse replaced the sensor printed circuit board assembly (pcba) to correct and address the reported problem. No additional problems were found. Performance assurance testing was completed and passed. The unit was confirmed to meet specification and was returned to use.